Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that system failed to startup. Upon troubleshooting, fse found that rams on the sbs in the pc box and identified the bad contact from rams (might be corrosion on the rams). To resolve the issue fse cleaned the rams. After the repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system failed to startup. No harm was reported to philips. The device was outside of clinical use at the time of the reported event. Philips has started an investigation of this complaint.